Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but the device nor the distal tip of the was were seen on transesophageal echocardiogram (tee) imaging. The physician believed that the was had been advanced into the transverse sinus. At that time, the physician discovered that there was a perforation in the laa resulting in a pericardial effusion. The closure device was attempted to be deployed a few times before the physician decided to perform a pericardiocentesis. The patient then underwent open heart surgery where the perforation was repaired and the laa was clipped. The patient stayed overnight recovering from this event. There were no other complications that were reported to have occurred, the patient is doing well and is expected to make a full recovery from this event.

Manufacturer narrative:
H6 patient code: low blood pressure/hypotension e2321 added.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but the device nor the distal tip of the was were seen on transesophageal echocardiogram (tee) imaging. The physician believed that the was had been advanced into the transverse sinus. At that time, the physician discovered that there was a perforation in the laa resulting in a pericardial effusion. The closure device was attempted to be deployed a few times before the physician decided to perform a pericardiocentesis. The patient then underwent open heart surgery where the perforation was repaired and the laa was clipped. The patient stayed overnight recovering from this event. There were no other complications that were reported to have occurred, the patient is doing well and is expected to make a full recovery from this event.